Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced periods of abrupt dizziness and near syncope since the implantable pulse generator (ipg) change out procedure. It was noted that the patient had been seen in the device clinic and device function was normal. However, the device was inadvertently not reprogrammed to ddd at the last visit and remained in aair pacing. The physician believes the dizzy spells are likely secondary to managed ventricular pacing where the patient had abrupt atrioventricular block without warning. The device was reprogrammed to dddr with an av delay greater than her underlying conduction. The patient also noted her device is now more lateral and more palpable than previous, causing discomfort. The physician indicated the device pocket may be chronically infected with retraction of tissue loss and the device could also be in a superficial plane laterally. The physician planned to perform a pocket revision, culture the device pocket and move the device medially if possible. The ipg remains in use. No further patient complications have been reported as a result of this event.